Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead dislodged after the catheter was cut. A new catheter was then used to implant the lead. No patient complications have been reported as a result of this event.